Event description:
On the 3rd day after the closure procedure, during the routine follow-up, a non-occlusive thrombus was detected using duplex ultrasound, the thrombus was approximately 2-3 cm in length along one wall of the femoral vein. The pt was asymptomatic and did not show any signs or complications related to the thrombus. The patient was not hospitalized. The patient was immediately placed on low molecular weight heparin (levonex) and coumadin therapy.